Event description:
Overdelivery reported. The pump was set up at 12pm to infuse a taxol solution in 500ml over 24 hours (21ml/hr). After approximately 3 hours, a nurse noted that "too much had infused from the bag." She noted that approximatley 100 ml extra had infused. The patient did not experience any adverse effects. The pump was switched out.

Manufacturer narrative:
The reported problem could not be duplicated. The pump tested within product specification. The frequency of death or serious injury reports for code 102 (overdelivery) for lifecare products is 0.49/million sets.